Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting and may have developed paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data.

Manufacturer narrative:
H11 corrected data: a3 a4 a6 b3 b5 d10 h6. Correction to become aware date and g.3 of first supplemental (emdr-11466) is: 04/04/2022. Additional information was added to this supplemental as corrections. (A3 a4 a6 b3 b5 d10).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental area on (B)(6) 2018 using the coolmini applicator, who developed paradoxical hyperplasia (ph) after treatment. Corrective liposuction was performed in 2019. Patient later presented with a recurrence of paradoxical hyperplasia diagnosed on (B)(6) 2022.